Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is a temporal relationship between the touch contamination of the cassette and the patient¿s peritoneal dialysis therapy. With the provided information, the cause of the reported peritonitis has been attributed to the breach in aseptic technique. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was described as a breach in aseptic technique. Upon contacting the peritoneal dialysis registered nurse, it was clarified that the patient had been taking a prescribed medication for a pre-existing condition of temporal arteritis which caused their hands to tremor. When the patient attempted to set themselves up for therapy, this resulted in touch contamination of their cassette. The peritonitis manifested as cloudy effluent but the patient was not hospitalized for the event. The patient was treated with ceftazidime (dose, route, and frequency not reported) and oral ciprofloxacin (500mg every morning) for the peritonitis. The patient and family were retrained on proper technique and it was determined that a family member would complete treatment set-up for the patient going forward. On an unknown date, the patient recovered from the event and continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.